Event description:
A caller reported experiencing a continual glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller through a pump reset, after which the error did not reoccur. The caller was advised to wait 20 minutes before starting a new sensor session, which they acknowledged and understood.